Event description:
During routine testing of the device at the service center, the service technician reported that the high pressure transducer "b" side did not function, and was unable to read the gas pressure. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.